Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between october 22, 2019 to october 23, 2019. H10: the actual devices were discarded; therefore, a device analysis could not be completed for those samples. However, a companion sample was received for evaluation. Unaided visual inspection was done and no defect could be identified related to the reported issue on initial inspection. A functional testing was performed using tap water which revealed leak at the spike port bonding area, between the spike port tube and the spike port. The reported condition was verified on the companion sample. The cause could not be determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.